Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing and oversensing of premature ventricular contractions. No intervention was performed. The patient was stable.